Event description:
It was reported that during a laparoscopic gastric bypass roux-n-y procedure, the device fired malformed staples on the first firing. The anastomosis had to be redone, adding one hour to the operative time. Case completed with same device and new reload.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.